Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 31 events were reported for this quarter. Product return status: 28 devices were received for evaluation. 2 devices were not available to stryker for evaluation.    1 devices were available for evaluation but have not yet been received. Evaluation status: 18 events were confirmed during testing. 10 devices were found to be affected by corrosion. 7 devices were found to be affected by damaged bearings. 1 device was found to be affected by non-stryker repairs. 6 events were not confirmed during testing; however: 4 devices were found to be affected by damaged bearings. 2 devices were found to be affected by corrosion. 1 event was not confirmed during testing; the device was found to be within specifications. 4 device evaluations are in progress. Additional information: 31 devices are not labeled for single-use. 31 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 31 total events were initially reported. 31 previously reported events are included in this follow-up record.   Product return status 29 devices were received. 2 devices were not available for evaluation.   Event confirmation status 17 reported events were confirmed; the cause traced to component failure. 12 reported events were not confirmed. Evaluation results 17 devices were found to be affected by internal corrosion. 9 devices were found to be affected by internal worn components. 1 device was found to be affected by a non-stryker repair. 1 device was found to be affected by a damaged bearing. 1 device had no device problem found.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 31 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 4 devices were received. 1 device was not available for evaluation.   Evaluation status 3 reported events were not confirmed during testing; however: - 3 devices were found to be affected by internal corrosion. 1 device evaluation is in progress.   Additional information 31 devices were not labeled for single-use. 31 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no information received.